Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this reported condition were found. There are no nonconformance records related to the reported issue for the involved lot. The product sample consisted of one catheter. A visual inspection was performed. A hole was found on the arterial extension. This condition was reproduced in another new silicone extension with a scalpel and the result was similar to the sample received. Therefore it can be concluded that this condition could be related to the use of sharp objects. The most probable root cause can be considered as this device was more likely damaged during use. This can occur due to the use of a sharp object or repeated clamping or other similar incidents. An evaluation took place to assess the exceeded risk threshold, no further investigation activities or corrective actions were required. A health hazard evaluation (hhe) was opened. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states that after the insertion of the dialysis catheter the patient received a dialysis treatment. During the dialysis treatment a hole developed in the extension of the catheter and blood exited the hole causing it to malfunction. The catheter was removed and exchanged for a new one.